Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. After review of the issue with the supplier it was determined that the product is conforming to specifications. No product issue was identified and the reported event could not be confirmed. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends

Manufacturer narrative:
(B)(4). Report source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product was used. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Product was used.

Event description:
It was reported that the lot number on the outer package did not match the lot number within the package. No adverse events have been reported as a result of the malfunction.